Event description:
Patient allegedly received an implant on (B)(6) 2010 via right internal jugular vein due to ¿phlegmasia cerulea dolens of the left lower extremity¿ (per implant operative report). Patient is alleging vena cava perforation and migration. The patient further alleges ¿before the filter was removed I experienced very sharp pains in my ribs which made every day tasks very difficult¿ and notes ¿I experienced anxiety related to the filter because I was very afraid that it would cause further harm if it stayed in and I wasn't sure if they would ever get it out. I started on antidepressants to manage this anxiety in about 2014.¿ per an attempted fluoroscopic guided retrieval of inferior vena cava filter operative report dated (B)(6) 2017, ¿unsuccessful attempt at fluoroscopic guided removal of cook inferior vena cava filter. The filter has migrated inferiorly approximately 15 mm and demonstrates penetration of all 4 peripheral anchoring limbs between 10 and 14 mm. The most medial limb is seen posterior to the aorta. This limb in particular would not retract upon attempted retrieval and the patient began to experience pain. Due to the patient's pain, failure of the medial limb to retract and the degree of encountered resistance, further attempts at retrieval were abandoned. Filter remains in stable position without evidence of fracture at the end of the exam; 2. Patient's pain did resolve. Patient is currently asymptomatic from the filter. Options are for the filter to remain in but place versus further attempts at retrieval at a center that specializes in complicated filter retrievals.¿ per an attempted laser assist retrieval of inferior vena cava filter operative report dated (B)(6) 2017, ¿uncomplicated ivc filter removal via ultrasound guided right ij approach.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc) perforation, deep vein thrombosis (dvt), migration, pain that limits activities and anxiety. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported paint that limits activities and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2010". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.